Event description:
It was reported that the fabius had a ventilator failure, no patient injury reported.

Manufacturer narrative:
The log file was available for investigation. On the reported date of event, september 9th 2024 the reported ventilator failure could be confirmed. It was found that the airway pressure was more than 10mbar above the pmax limit adjusted by the user. In consequence a switch off of piston and pump was initiated for 200ms. If nevertheless the condition of a high airway pressure persists or returns within 2 seconds automatic ventilation is stopped as a safety measure. A corresponding "ventilator fail !!! Alarm is posted. In case the airway pressure recovers, the device continues automatic ventilation without further interaction needed. As the issue could not be reproduced during on-site inspection and no hint for a device malfunction was found, it can be assumed that an external impact is likely, e.g. Patient coughing or repositioning of patient. In case automatic ventilation is shut down, manual ventilation and monitoring functions remain available. The number of similar cases, related to the same root cause.